Event description:
It was reported to medtronic neurosurgery that a pt's symptoms did not improve after implantation and the physician believed the valve was not draining properly.

Manufacturer narrative:
The valve was patent and passed reflux testing, however it did not meet the requirements for leak testing due to a pinhole in the reservoir dome. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. No injury to the pt was reported. All of our valves are 100% tested at the time of manufacture.